Event description:
It was reported patient underwent a partial knee arthroplasty on (B)(6) 2012. Subsequently, patient was revised on (B)(6) 2014 due to dislocation while performing yoga. The tibial bearing was removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to correct information. Requested but not returned by hospital.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions.'